Event description:
It was reported that a new ilet user experienced severe hyperglycemia following a difficult self-insertion of an infusion set, with subsequent discovery of insulin leakage and a bent cannula, and the user was not connected to the ilet afterward. Symptoms included dizziness and diabetic ketoacidosis. Outcomes included emergency medical services response, emergency department care, hospital admission, and recovery after IV insulin and insulin injections; the patient discontinued ilet use pending retraining and alternate infusion sets. Investigation included complaint record review and assessment of user-reported device performance. Investigation of this case revealed an infusion set insertion problem and loss of insulin delivery due to a bent cannula with leakage. It was concluded that hyperglycemia with dka occurred secondary to interrupted insulin delivery related to infusion set insertion and cannula failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.